Event description:
It was reported that a malfunction occurred with error code malf 24. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer used multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. Technical support arranged for a replacement pump to be sent with updated software, and the customer was informed that training would be available through their source account. Additionally, the customer was instructed on how to return the malfunctioning pump and prepare the new one upon arrival, which they understood and acknowledged.